Event description:
It was reported that the pump began alarming downstream occlusion. Per reporter, the tubing and the clamps were checked and looked good. Per reporter, the pump was restarted, and the same alarm occurred again. The event occurred at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the pump began alarming downstream occlusion. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. Review of event log found "downstream occlusion cleared." The reported problem was not verified by visual inspection. Performed preventative maintenance to correct the issue. The device passed all functional tests post repair.